Manufacturer narrative:
Unit alarmed button error followed by unresponsive buttons due to corroded keypad traces. Unit received with cracked case at display window corners, display window and battery tube threads. Unit received with minor scratched lcd window. (B)(4).

Event description:
The customer reported via phone call that the insulin pump had a button error alarm after being exposed to sweat. Blood glucose level at the time of the incident was not provided. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.